Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complet.

Event description:
It was reported the monitor turns off and on continuously preventing alarms and interrupting visualization of the monitoring. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the display occasionally turns off. The fse replaced the display and performed a central setup to check configuration with a positive outcome. The device was operational after the display was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.